Event description:
Customer reporting discordant flu testing results. Patient initially testing positive for flu b, upon retest was negative and 3rd test positive for flu a.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine with retain testing. Source: phone.